Manufacturer narrative:
This report is submitted on february 09, 2023.

Event description:
Per the clinic, it was reported that the electrode lead has extruded into the external auditory canal. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, under general anaesthesia and the patient was re-implanted with a new device during the same surgery. Device analysis report attached. This report is submitted on march 7, 2023.